Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], in addition to significant and disabling muscular pain [muscular pain] , vitiligo [vitiligo] , hip joint pain / the pain evolved and became more pronounced, spreading to other joints (feeling like it was "going up" (elbow, shoulder, neck) [arthralgia multiple] , fatigue [fatigue] , dizziness [dizziness] , fibromyalgia [fibromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted (lot no. 915879) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. In 2013 she experienced myalgia ("in addition to significant and disabling muscular pain"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced vitiligo ("vitiligo"), arthralgia ("hip joint pain / the pain evolved and became more pronounced, spreading to other joints (feeling like it was "going up" (elbow, shoulder, neck)"), fatigue ("fatigue"), dizziness ("dizziness") and fibromyalgia ("fibromyalgia"). The patient was treated with doliprane (paracetamol) as well as surgery (to remove essure). At the time of the report, the myalgia and arthralgia had resolved. The outcomes for medical device removal, vitiligo, fatigue, dizziness and fibromyalgia were unknown. The reporter considered arthralgia, dizziness, fatigue, fibromyalgia, medical device removal, myalgia and vitiligo to be related to essure administration. The reporter commented: period of occurrence: pain appeared within one year following insertion in 2012 in the year following the insertion I had severe joint pain in my hips. The tests carried out by the primary physician did not indicate any abnormalities. Pain that I ended up keeping quiet about because the doctors told me that it was in my head or linked to my autoimmune disease (vitiligo) and that I had to take doliprane. The pain evolved and became more pronounced, spreading to other joints (feeling like it was "going up" (elbow, shoulder, neck) in addition to significant and disabling muscular pain, fatigue, dizziness, having to constantly search for my words. Therapists started talking to me about fibromyalgia. Thanks to social media, I discovered the side effects of the implants. That I was far from suspecting! My doctor at the time denied any connection between my pain and the implants. He said he had other patients who had them and had no problems! I decided to contact the gynecologist who had inserted them again, he confirmed the possible link and we decided on a removal. Within a month, the last joint pain (less than 9 months old) disappeared. On the other hand, others have since appeared and once again leave the medical profession in the dark since the various analyses and other magnetic resonance imaging (MRI)s reveal nothing to justify it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.